Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Investigation: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The image sent by the customer was verified and it was possible observe plunger rod broken. The potential cause for the problem is a syringe jam on assembly machine system, causing the damaged and the breakage during the usage. That jam is inherent to the manufacturing process and occurs occasionally on the process. As internal action for product quality improvement, maintenance will be performed for defects of damaged components and leakage. Confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: the image sent by the customer was verified and it was possible observe barrel damage. DHR review: it was verified the batch record and the manufacturing date for this batch was september 28th to 29th, 2017. The process inspections were performed at properly frequency and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 36 parts at assembly machine; qn review: no quality notification (qn) that could related to defect were observed. Maintenance review: no maintenance record that could related to defect were observed. Conclusion: based on this evaluation and the process failure analysis the potential causes for the problem is: - syringe jam on assembly machine system, causing the damaged and the breakage during the usage. That jam on assembly machine system, which caused the barrel damaged and the breakage during the usage. The defect identified from this complaint will be monitored for trend evaluation. Based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the plunger of a bd¿ syringe luer slip was broken, before use. There was no report of exposure, injury or medical intervention.